Event description:
It was reported that during a port placement procedure via right jugular vein, the wire allegedly got stuck into the needle upon insertion and does not come out. It was further reported that there was spiral stretching. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure via right jugular vein, the wire allegedly got stuck into the needle upon insertion and does not come out. It was further reported that there was spiral stretching. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guidewire was returned for evaluation. Gross visual, microscopic visual, dimensional evaluations were performed on the returned device. The investigation is confirmed for the reported stretched and identified deformation issues as the uncoiling was noted on the guidewire and bends were noted on the uncoiled region of the guidewire. The investigation is also confirmed for the identified fracture issue as inner core wire was noted to have a completed break in the uncoiled region on the guidewire. However, the investigation is inconclusive for the reported failure to advance, physical resistance/sticking and difficult to remove issues as the exact circumstances at the time of the reported event cannot be verified. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.